Event description:
A doctor contacted baxter (B)(4) regarding a leak from a transfer set. The leakage was found from the silicone tubing of the transfer set. The set had been in use for 90 days. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with holes in silicone tubing noted. Leak testing was performed with a leak in the holes in the silicone tubing with white sleeve in the closed position noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the sample evaluation, or if any additional information is received.